Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that defibrillation threshold (dft) testing was performed due to oversensing of atrial flutter (af) resulting in pacing inhibition with 3 seconds of asystole. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that defibrillation threshold (dft) testing was performed due to oversensing of atrial flutter (af) resulting in pacing inhibition with 3 seconds of asystole. No additional adverse patient effects were reported. It was reported that inappropriate anti tachycardia pacing (atp) therapy was delivered due to the oversensing. No additional adverse patient effects were reported.